Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen at unknown concentration and dosage via an implantable infusion pump. It was reported that the patient's pump and catheter was explanted due to infection. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient status was alive with no injury at time of the report. No further complication was reported.